Event description:
It was reported that two proglide devices were used for attempted closure of an unspecified access site; however, the sutures broke on both devices and did not capture the artery. The method to achieve hemostasis was not specified. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The additional proglide device is filed under a separate medwatch report number.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break could not be tested due to device components not being returned. The posterior foot was also separated and not returned. Follow-up with the account was unable to obtain additional information. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Additional information: return device analysis observed that the posterior foot of this device was separated and was not returned. The location of the detached foot is unknown. No additional information was provided.